Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring website showed two patients with the exact same device serial number. Everything was registered correctly but the network was displaying the wrong patient data for the patient showing. A ticket was created to investigate the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.